Event description:
No air is coming out

Manufacturer narrative:
It was reported that "no air is coming out". Due to this, medication was missed. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.